Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. It appears the device is still implanted. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device appears to be implanted.

Event description:
E-mail received from customer explained that he began using a c-pap (nasal pillows unit) and is very concerned that this is interfering with the operation of the shunt. Symptoms include, interrupting ability to concentrate, speak accurately, balance is increasingly worse. The shunt is set @ 30, with no further adjustments available. Surgeon informed him that the disease is getting of the equipment.